Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The pre-use check failed with flow transducer test. The issue with flow transducer failure was solved by reloading the software version and calibration. However, the ventilator started to alarm for expiratory cassette error. The fault was traced to the expiratory channel connector printed circuit board (pcb). Fse resolved the issue by replacing the pcb and all tests performed after the replacement passed. The expiratory channel connector pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).